Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had reached eri even though a previous check 3 months prior showed the device longevity to be at 7 months. It was noted that the previous longevity was an overestimation by the programmer and that the longevity at that time should have been closer to 3 months to eri at that time.